Manufacturer narrative:
Omit : a1601 - device alarm system (1012), g0600101 - alarm, audible. Additional information : imdrf annex a and g codes.

Event description:
It was reported that in the medical-surgical unit as many as 5 channel disconnects had occurred within the past two years. There was no patient harm. No further information was available.

Event description:
It was reported that in the medical-surgical unit as many as 5 channel disconnects had occurred within the past two years. There was no patient harm. No further information was available.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No products will be received.